Manufacturer narrative:
The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump received with bleeding lcd glass and scratched lcd window. Intermittent button press noted during testing due to unlocked lcd connector. No drive motor anomaly noted.

Event description:
It was reported that the customer was having issues with the insulin pump. The blood glucose reading was unknown. The caller stated that the back end of the piston was coming out, and the buttons were sticky. Advised the caller that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.